Event description:
It was reported that during a right ventricular (rv) lead replacement, this rv lead was attempted to be implanted but was not successfully implanted as an impedance reading was unable to be obtained and rv pacing did not occur resulting in a failure to capture. As a result, a different rv lead was successfully implanted prior to pocket closure. There were no adverse patient effects.